Manufacturer narrative:
Added information to b5, h6: health effect-impact code, health effect-clinical code this follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during surgery an anchoring plate and impactor became stuck in the holder body during impaction of the second plate because the surgeon did not use the awl. The anchoring plate was fractured. The implant holder was removed and the second set of implant holders was used to complete the surgery. There was no impact on the patient. This is report two of three for this event.

Event description:
It was reported that during surgery an anchoring plate and impactor became stuck in the holder body during impaction of the second plate because the surgeon did not use the awl. The anchoring plate was fractured. The implant holder was removed and the second set of implant holders was used to complete the surgery. There was no impact on the patient. This is report two of three for this event.

Manufacturer narrative:
Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions. Corrected information in h3. This follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) returned avenue l impactor (pn ir190021r) for the failure of disassembly jammed/ bound. The impactor is also confirmed for fracture. Medical records were not provided for review. Device evaluation: per visual inspection of the returned product, the impactor (ir90021r) is fractured and was bound with the holder. Potential cause root cause was unable to be determined. This event could possibly be attributed to sclerotic bone, or failure to use the awl as described by the complainant. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference reports 3004788213-2021-00022 to 3004788213-2021-00024

Event description:
It was reported that during review of returned consigned products an anchoring plate and impactor were stuck inside the holder body, and the anchoring plate was fractured. The hospital did not provide any patient or surgical information.this is report two of three for this event.